Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that at implant, the device had no output to the lead plugged into the ventricular port. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.